Event description:
Information was received from a patient regarding an external device. It was reported that the patient was getting an MRI on friday and the recharger would not charge. The patient said they left it charged until last night and it wouldn't even turn on. The patient said the battery lights were scrolling. The patient was instructed to reset the recharger but it did not resolve the issue. The patient said it had been awhile since they charged the recharger. The patient was advised to keep the recharger on the dock with the dock plugged in whenever possible. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# unknown product type recharger product ID cd9000 serial# (B)(6) product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.